Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.

Manufacturer narrative:
On 10/14/2019,the mentor failure analysis lab has received the device for evaluation. Mentor became aware per the devices that returned, that the suspect medical device information was the following device: 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 5539452. Mentor also became aware that the patient underwent bilateral removal and replacement with following devices on (B)(6) 2019: (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7747418 sn: (B)(6) and (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: (B)(4), sn: (B)(6). On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during evaluation of the sample it was noticed a crease on the posterior aspect.within crease a tear was noted , measuring approximately 0.3 cm . No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).